Event description:
The adjustment tab on the backside of the mics broke off during bone prep. Case type: tka. Were any debris/components left inside of the patient? (Yes/no) "no, there was no debris/components left inside the patient. All debris was recovered on the floor of the operating room".

Manufacturer narrative:
Reported event: the adjustment tab on the backside of the mics broke off during bone prep. Product evaluation and results: visual inspection: visual inspection was performed and confirmed that the adjustment tab broke off and the trigger was sticky. Functional inspection, dimensional inspection and material analysis were not performed as visual inspection confirmed the failure. Per (B)(4) and (B)(4). Part was rtv for rework. Product history review: device history records indicate 25 devices were manufactured under lot k08tt and 24 devices were accepted into final stock on 1/6/2017. A review of qt17-01-0007 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k08tt shows no additional complaint(s) related to the failure in this investigation conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The adjustment tab on the backside of the mics broke off during bone prep case type: tka. Were any debris/components left inside of the patient? (Yes/no) "no, there was no debris/components left inside the patient. All debris was recovered on the floor of the operating room".